Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the proximal ramus artery. The 3.0 x 12 mm trek dilatation catheter was advanced to the target lesion without difficulty. At the target lesion, the physician prepped the device in the patient anatomy, and the balloon would not hold negative pressure. It was noted that the shaft of the device was separated at the hub, a location outside the patient anatomy, but remained in one piece. The device was easily removed from the patient anatomy, with no portion of the device remaining in the patient anatomy. A second trek was then used. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported leak could not be tested/confirmed due to the condition of the returned device. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation or leak reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.